Manufacturer narrative:
On 8-dec-2021, mentor identified this report as a duplicate of manufacturer¿s report number 1645337-2021-13567. Should additional event information be made available, it will be submitted under this report number instead of 1645337-2021-13567. On 13-dec-2021, additional event information was received. The patient underwent bilateral explantation and replacement with mentor memorygel devices, 425cc on the right (catalog 3507425mc, s/n (B)(6) and 470cc on the left (catalog 3507470mc, s/n (B)(6). On 14-dec-2021, the device was returned for analysis. The investigation was completed on 28-dec-2021. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent unspecified breast augmentation with a 425cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. On november 16, 2021, mentor became aware that device will be explanted on (B)(6) 2021.